Event description:
It was reported that during a case the remb sag saw continued to run when the safety was on. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the motor, rotor and press plug. The ball bearing was damaged.